Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2022, a customer contacted merge healthcare alleging that three measurements, coming from their imaging modality, were showing a different unit of measurement than the measurement units in merge cardio. Merge healthcare technical support was able to work with the customer regarding the alleged issue. It was determined that the units of measurement for one of the customer's modalities showed m/s however, the units of measurement, when imported into merge cardio, showed either cm/s or m/s. Technical support worked with the customer to resolve the issue with the three measurements and their units. The customer confirmed that the units were displaying as expected in merge cardio as cm/s. No further action is required at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).

Manufacturer narrative:
Merge healthcare technical support troubleshooted and investigated the customer's allegation of different units being shown on one of their imaging modalities versus the units showing differently in merge cardio. The root cause of the differing units could not be identified. The units discrepancy was identified by the customer after use of a ge device & a philips device/ imaging cart/modality. The units were consistent for the philips cart however, when the ge measurements and units were imported into merge cardio, they were inconsistent. The measurements on the ge cart showed m/s but when imported into merge cardio showed as either cm/s or m/s. Merge technical support worked with the customer to configure the ge cart measurements to import into merge cardio with units of cm/s. The customer was satisfied with the configuration change. There was no allegation of patient impact or harm as a result of this issue. No further action is indicated at this time.